Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose on (B)(6) 2022 with blood glucose of 380 mg/dl. The customer's current blood glucose is 320 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump within 48 hours of the reported high blood glucose level. Auto mode feature was not active at the time of incident. The customer was treated by insulin pump. It was unknown that the customer was wearing the insulin pump during the hospitalization. The customer did not allege under delivery on insulin pump. No further complication were reported. Customer will continue use of the device. Frn-unk-rsvr, unomed inf set.